Event description:
The patient was brought to the hospital for an ami. The target lesion ws the distal left circumflex. The target lesion was den-novo and eccentric. Part of the lesion had a natural dissection. The aha/acc classification of the vessel was a type c thrombus was present and it was treated by aspiration and administered tpa only, because of the vessel size 5mm, 90% stenosis was observed at the distal left circumflex and was scheduled for treatment on a later date. One week later, the procedure was an elective case. The target lesion (distal left circumflex) was pre-dilated with a balloon (2.0/20mm) at 8 atm for 40 seconds. A cypher (2.5x18mm) was implanted at 16atm for 30 seconds (twice). A second cypher (3.5/18mm) was implanted at 16 atm for 30 seconds (twice) proximal tothe 1st cypher. The two cyphers were not overlapping each other. Tehre was a slight gap. Post dilation was not conducted. Ivus was conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual % of stenosis after the procedure was 0%. Act was not measured. The following medications were administered. Aspirin and heparin and ticlopidine hydrochloride. Two months later ticlopidine hydrochloride was stopped due to an external injury to the patient. Four months post procedure the patient returned to the hospital for a follow-up. Coronary angiogram was conducted and thrombus was observed in the proximal end of the implanted cyphers. Both cypher stents were fully occluded with thrombus. The treat the thrombus, poba was conducted (details unk) bacause the patient had collateral running, he did not show symptoms. The patient was discharged from the hospital one week later.